Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Event description:
It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device projected a short longevity and had possible premature battery depletion. The device remains in use. No patient complications have been reported as a result of this event.